Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced persistent low back pain and a burning pain up and down his spine. The patient consulted with his physician and was instructed to turn off the scs system's stimulation, however, the issue persisted. Consequently, the patient's scs system was removed. The patient reported the burning pain at the scs lead implant site was now resolved.